Event description:
Sub-q injection for local anesthetic would not dispense any medication through needle. When prepping patient for procedure nurse filled syringe with mediation. When nurse attempted to flush air/medication out of the needle and syringe, nothing would dispense through needle.